Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from a laparoscopic colon surgery, the patient will be brought back to the operating room due to colon leak.